Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to corroded keypad traces. The insulin pump passed self-test and displacement test. However, several alarms found at the alarm history file. The insulin pump alarmed due to a corrupted history file. The insulin pump was received with cracked case at display window corners, minor scratched lcd window and partially broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had an unresponsive keypad. The customer's blood glucose level at the time was 145mg/dl. No further information was given.